Manufacturer narrative:
(B)(4). Approximate age of device - 19 days. The pump remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to an outside hospital with complaints of fatigue and palor. It was also reported that the patient had melanotic stools and was admitted with gastrointestinal bleeding. The patient's anticoagulation regimen at the time of the event included aspirin and warfarin. Upon hospitalization, unspecified medication changes were made and the patient was transfused with 5 units of packed red blood cells of the course of the event. No site of bleeding was reported. The patient's gastrointestinal bleed reportedly resolved on (B)(6) 2015.